Manufacturer narrative:
An event regarding alleged disassembly issue involving an accolade other instrument was reported. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Conclusion: the disassembly issue discovered after surgery. The reported event did not occur during the surgical procedure. This event meets the definition of preventive maintenance. The product was returned in used condition. Visual inspection of the returned product observed damage on the trinkle fitting and on the cutting surface. Examination of returned product with material analysis engineer stated that "damage observed on planer consistent with attempted assembly and contact against a hard object. In-service use damage also observed. Discoloration potentially due to rust also observed. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. " no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
After tha surgery, the calcar planer could not be removed from s6 hudson mod trinkle attach. There was no problem during the surgery, but it was found that the calcar planer did not attach properly after the surgery. To remove the calcar planer, the power of two adults was necessary.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been 2 more events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
After tha surgery, the calcar planer could not be removed from s6 hudson mod trinkle attach. There was no problem during the surgery, but it was found that the calcar planer did not attach properly after the surgery. To remove the calcar planer, the power of two adults was necessary.